Event description:
As reported to coloplast though not verified as a result of implantation of patient has experienced mental and physical pain and economic loss.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.